Manufacturer narrative:
The sc1 cap and reservoir locked properly into reservoir compartment during testing. The pump powered up properly after battery installation. The pump passed the displacement test, rewind, sleep current, active current test and self test. No unexpected pump error 49 or pump error 68 alarms noted during testing. However, intermittent button (back button) response noted during testing. Pump was cut open to perform visual inspection and found flattened dome (back button). Pump¿s history and trace files downloaded successfully using thump software. The pump was programmed with the current time and date and monitored for several days. The time and date are functioning properly with no delays noted. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly and motor. The following were noted during visual inspection: minor scratches on lcd window, scratched case and cracked keypad overlay. In summary, customer alleged for pump keypad unresponsive was confirmed during analysis and was due to flattened keypad dome (back arrow button). Display anomaly-frozen screen not confirmed. Alarm-a351-pump error 49 not confirmed. Display anomaly-date/time-related problem not confirmed. Expose to moisture noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged pump error 49 (history pointers failed. The history pointers are corrupted), pump error 68 (trace pointers are invalid), time clock did not advance, no response from any button and frozen display. The customer reported no adverse event. The event involved product mmt-1886. Troubleshooting was performed and frozen display did not recurred but still customer did not able to clear the error. No harm requiring medical interventions were reported. The customer will discontinue pump use and revert to back up plan as per health care professional instructions. The product mmt-1886 will be returned for analysis.